Event description:
The customer's parent called and reported the customer experienced high blood glucose of 457 mg/dl and noticed the infusion set insertion site had come out. Following a set cyange, customer's blood glucose went down to 209 mg/dl, but rose to 350 mg/dl after lunch. Following treatment with the insulin pump, customer's blood glucose was up to 440 mg/dl an hour later. The customer was hospitalized with diabetic ketoacidosis and high blood glucose over 400 mg/dl. Customer was treated with intravenous insulin. Troubleshooting was performed with the insulin pump. Customer's healthcare provider had changed settings on (B)(6) 2015. Settings and programming appeared to be accurate. Customer's parent was advised to remove the set upon getting home to see if cannulas were bent and to call back with results and to run high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.